Manufacturer narrative:
Clinical conclusion: while a temporal relationship between ccpd therapy with the liberty cycler set and the patient¿s (B)(6) peritonitis on (B)(6) 2018; there is no documentation which supports a liberty cycler set malfunction/product deficiency caused or contributed to the event. (B)(6) is a well-known colonizer of human skin and nares; therefore, the patient¿s peritonitis was most likely caused by breach in aseptic technique while the patient performed pd therapy, as reported by the pd nurse. Moreover, the patient had a previous history of (B)(6) peritonitis also reportedly related to touch contamination which may have been associated with a re-occurrence of peritonitis on (B)(6) 2018. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient reported having been diagnosed and treated for peritonitis. During follow up, the peritoneal dialysis nurse confirmed the patient¿s pd effluent grew (B)(6) with moderate white blood cell (wbc) and was diagnosed with another peritonitis event on (B)(6) 2018. The patient was treated with an antibiotic, likely ceftazidime (unknown dose, route, frequency and duration). Per the nurse, the patient was not following aseptic technique during pd treatment which is what led to the peritonitis infection. Additional information was solicited.